Manufacturer narrative:
The patient¿s age was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that low flow alarms were persistent. The patient was admitted to the hospital. A transesophageal echocardiography showed tissue formation around and above the inflow and an inflow occlusion was suspected. The patient underwent a pump exchange on (B)(6) 2018. During the pump exchange procedure, the surgeons observed a large inflow occlusion with tissue and recovered many pieces of tissue from inside the ventricle. The patient was in stable condition after the procedure. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of device thrombosis. The evaluation of the submitted log files revealed that a low flow event was captured on 22feb2018 at 08:37:54 pm, resulting in a low flow alarm. The calculated flow decreased to values as low as 0.0 lpm. Images from the pump exchange surgery were submitted for evaluation. These images appeared to depict a thrombus formation occluding the inflow cannula. An additional thrombus formation appeared to mostly occlude the ventricular apex site within the apical cuff, which is consistent with the report of pieces of tissue being recovered from inside the ventricle. The pump was returned assembled with the pump cable severed approximately 7 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow cannula and the apical cuff were not returned. Examination of the interior of the inflow cannula revealed that the lumen was occluded with a pale white, tissue-like thrombus. The thrombus was not strongly adhered to the textured surface of the inflow cannula, suggesting that it likely did not form in the pump. The thrombus appeared to obstruct the blood flow path through the inflow cannula, which indicates that it could have contributed to the low flow events observed in the controller and lvad log files. The origin of this thrombus could not be conclusively determined. Visual inspection of the remaining blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to the reported events. The device was cleaned and inspected. The pump rotor and rotor well showed no evidence of dents or scratches. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. Device evaluated by MFR: placeholder.